Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntr mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with mr grade of 3. Echocardiogram imaging was challenging (blurry). The first clip was implanted without issues. To further reduce mr, a second mitraclip delivery system (cds) (00121u152) was advanced to mitral valve. After several grasping attempts the anterior mitral leaflet would not remain captured. After retracting the cds to the atrium it was observed that one of the grippers was no longer lowering, though it worked fine during prep and the during the first grasping attempts. The cds was removed and was replaced. Cds (00324u214) was implanted without issues; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet/slda. Mr increased to 3+ and tissue damage occurred. There was no more space on the valve for additional clips; therefore, no more clips were attempted. The patient will be observed, and surgical valve replacement will be considered. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The patient effects of mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage and mitral regurgitation appear to be due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.